Manufacturer narrative:
The reported event was inconclusive as no sample returned for evaluation. It was unknown whether the device had met relevant specifications. The product used for urological care. It was unknown whether the product had caused the reported failure. A potential root cause for this failure mode could be due to a user related (contact with sharp objects/mechanical failure/operator error/thin rubberize layer). The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "warning: do not use ointments or lubricants having a petrolatum base. They will damage latex. Visually inspect the product for any imperfections or surface deterioration prior to use. 1) use luer tip syringe to inflate with stated ml of sterile water. 2) for pre-filled products, remove clip and squeeze reservoir to inflate with stated ml of sterile water. For urological use only. To deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe stick in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen preventing balloon deflation. If necessary contact adequately trained professional for assistance as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments. Do not resterilize. Single use only. Do not reuse. This is a single use device. Do not resterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection compromise the structural integrity and or essential material and design characteristics of the device, which may lead to device failure and or lead to injury, illness or death of the patient." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the foley catheter balloon was deflated and fell out from the patient. The district nurse thought because of using the safety pins to secure the foley catheter. The patient stated that the statlock was sharp and caused the foley catheter to be damaged. Per follow up via ibc on 20oct2020 the patient was 95 years old and was unsure the sharp edges caused the catheter deflation. It was noted that there was no impact to the patient and the foley catheter was replaced.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the balloon of the foley catheter was deflated and fell out from the patient. The district nurse thought that was because of using safety pins to secure foley catheter. The patient said that the statlock was sharp and has caused the foley catheter to be damaged. Per follow up on 20oct2020, the patient was (B)(6) and was not sure that sharp edges caused the catheter deflation. No impact to the patient as foley catheter was replaced.